Event description:
It was reported from the us that during a surgical procedure a device was broken. "The gray plastic piece that rests against the femoral trial or femoral implant was broken during impaction onto the bone." The patient's health stable leaving the operating room. There was no delay to surgery and no patient adverse effect. The representative was present during the surgery. It was confirmed that no pieces were left in the patient. The issue was resolved by using the modular impactor. Multiple email requests were sent to the contacts for additional information. No additional information was provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. The complaint product was not received for analysis. The broken/non-functional impactor cannot be confirmed. The description of the failure in the experience report indicates the plastic portion of the impactor that contacts the femoral implant was cracked during impaction. However, this cannot be proven until the devices are received by exactech. Review of previous investigated similar complaints confirmed the reported failure and revealed that the radel material on the impaction surface had either cracked or fractured. Review of the previously investigated complaint revealed no design or manufacturing related issues associated with this reported failure. The cause of the reported event is most likely related to normal wear and tear of these devices used under impaction forces. IFU 700-096-181: instrument inspection. Visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. Check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. If damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: (1) appropriate reading of the literature, and (2) training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri- operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues or design issues, nor did it lead to patient adverse event. It was confirmed that no pieces were left in the patient. An investigation was conducted; the cause of the reported event is most likely related to normal wear and tear of these devices used under impaction forces.